Manufacturer narrative:
This report is being submitted as follow up no. 1. This reported event has been deemed not reportable based off the investigation of the actual device; therefore, is not a reportable event. Based on the finding of the evaluation, the allegation of the assembly issue for carrier tube and hemostasis sheath cannot be confirmed. There was no damage or anomalies observed on the locks of the device sleeve. The device was successfully put to rear lock position which also confirms the locking of the components. A snap was heard when functional testing was performed.

Manufacturer narrative:
Explanted date: device was not explanted. Occupation: cardiovascular medicine. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first event reported, for the second event reported with the same device that was used on the same patient see MDR 3013394970-2021-00250.

Event description:
The user facility reported that when the angio-seal device was inserted into the insertion sheath, there was no clicking sound that occurs when they fit properly, however the procedure was proceeded. Then, the device/sheath assembly was withdrawn to position the anchor, although the suture locked and could not be pulled. During this time, 30 seconds had passed. The insertion sheath was cut at around the letter a of seal on the sheath. While maintaining tension on the suture, the collagen was pushed using the tamper tube to achieve hemostasis. After the procedure, the collagen protruded from the skin, so it was pushed under the skin using forceps. Hemostasis was successfully achieved by the device and manual compression. The patient lost consciousness after the procedure due to heavy bleeding during hemostasis and was recovering. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. Multiple sticks were not performed. An ultrasound and a CT were not performed to diagnose the bleed. The damage to the patient's health was not serious and she is now recovering. The estimated blood loss was greater than 250cc's. Bleeding occurred in the procedure room. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.